Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug indicated for non-malignant pain and cervical radiculopathy. It was reported that a pump generator failure occurred. The pump and a side catheter were explanted on (B)(6) 2016 from the patient¿s right abdomen. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the pump revealed corrosion and wear on the internal gears inside of the motor, indicative of a stall due to shaft-bearing.interrogation of the pump determined it was used to infuse hydromorphone 10.0 mg/ml at 2.823 mg/day, bupivacaine 10.0 mg/ml at 2.823 mg/day, and clonidine 200.0 mcg/ml at 56.46 mcg/day. Result code and conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.